Event description:
It was reported that the device was found to be unable to generate and control negative pressure because the motor was leaking and it failed the vac. Decay test. No patient harmed, and no injury reported because this was found during service and repair.

Manufacturer narrative:
The information received was re-evaluated for MDR reporting, therefore, it was determined that this case does not meet the threshold for reporting and is a non-reportable event. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed.